Event description:
It was reported that a patient experienced hyperglycemia with a fingerstick blood glucose of 500 mg/dl after disconnecting from the ilet and administering long-acting insulin; the associated device problem and component could not be determined due to insufficient information. Symptoms included hyperglycemia without reported clinical manifestations. Outcomes included no health consequences or impact. Investigation included communication with the reporter and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and available information was insufficient to identify a medical device problem or a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.